Event description:
The hospital reported an error during pre-use checkout resulting in system shutdown and loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board was reseated to resolve the issue. Legal manufacturer: (B)(4).